Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The purge cassette was inserted, and the device exhibited a ¿defective ¿alarm. Tried reinserting but the alarm persisted so a new purge cassette was utilized.

Manufacturer narrative:
A4: patient's height and weight are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to detect purge cassette, pump or catheter: the root cause of the failure to detect purge cassette was not determined due to lack of sufficient clinical details, and unreturned product and data logs for further investigation.